Manufacturer narrative:
An event of chest pain and a pericardial effusion detected in the left ventricle after 3 weeks of amulet implant was reported. A pericardiocentesis was performed. Information from the field indicated that there was no difficulty implanting the device. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on 19 june 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The patient had a pre-existing condition of atrial fibrillation. The patient's left atrial pressure was 12mmhg. Transseptal puncture was inferior in the fossa ovalis. The device was implanted. On (B)(6) 2024 the patient presented with chest pain and a pericardial effusion was detected in the left ventricle. A pericardiocentesis was performed. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The patient's left atrial pressure was 12mmhg. Transseptal puncture was inferior in the fossa ovalis. The device was implanted. On (B)(6) 2024 the patient presented with chest pain and a pericardial effusion was detected in the left ventricle. A pericardiocentesis was performed. The patient status was stable.